Event description:
It was reported that the patient presented to the ER three weeks post implant with diaphragmatic stimulation. Upon interrogation, increased capture thresholds and a decrease in sensing were observed. The lead perforated the apical wall. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.